Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator was not working. The fse identified that the collimator had issues due to intermittent failures as the filter was jammed since the current was too high. The fse replaced the faulty collimator to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the collimator was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.